Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had large crack and one small crack on the battery compartment opening. It was reported that the insulin pump clock runs a bit slow and was 6 minutes behind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No time/clock anomaly noted during test. Insulin pump received with cracked battery tube threads and cracked case display window corner.